Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-dec-2024. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the second electrode was displaced from its original place, holes on the pebax, and bents along the shaft. It was observed evidence of a proper manufacturing process on the device on the electrode area with evidence of adhesive. The electrode was also lifted with rough edges. Then, the device was connected to the carto 3 system and the device was visualized and recognized correctly; however, error 106 was displayed on the system. As part of the investigation, a failure analysis was conducted on the device. The handle was carefully opened to access the internal components and the resistance of the sensors was measured. During this process, a failure was detected in one of the sensors. Continuity was measured on both the tip and shaft of the device, revealing an open circuit specifically in the tip area. Further inspection was conducted on the adhesive used and it was observed an insufficient amount on the wires. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The insufficient adhesive on the wires could be related to the open circuit observed; however, this cannot be conclusively determined. The root cause of the insufficient adhesive is traced to the manufacturing process. The potential cause of the damage observed on the pebax and electrode could be related to the manipulation of the device with the sheath during the procedure; however, this could not be conclusively determined. The potential cause of the bents on the shaft could be related to the handling/ shipping of the device. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿error 106 was displayed¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ issue. Investigation findings: material and/or chemical problem identified (c06)/ investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿holes on the pebax¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the electrode damage. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿ error 106 was displayed¿ issue. Biosense webster inc. Analysis finding of the ¿open circuit¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿error 106 was displayed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿bents along the shaft¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-dec-2024, observed the second electrode was displaced from its original place, holes on pebax, and bents along the shaft. The electrode was also lifted with rough edges. The event was originally considered non-reportable, however, bwi became aware of an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax on 19-dec-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on 13-jan-2025, noted a correction to the 3500a initial in the b5. Event description. Initially reported: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-dec-2024, observed the second electrode was displaced from its original place, holes on pebax, and bents along the shaft. The electrode was also lifted with rough edges. The event was originally considered non-reportable, however, bwi became aware of an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax on 19-dec-2024 and have assessed this returned condition as reportable. It should have stated: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-dec-2024, observed the second electrode was displaced from its original place, holes on pebax, and bents along the shaft. The electrode was also lifted with rough edges. The event was originally considered non-reportable, however, bwi became aware of an electrode was displaced from its original place with the electrode also lifted with rough edges and holes on the pebax on 18-dec-2024 and have assessed this returned condition as reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).